Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. The 12mm x 2.50mm nc quantum apex monorail balloon catheter was selected. The balloon ruptured at 8atms upon the 1st inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).